Event description:
It was reported that an alert message was observed for possible lead damage. A few days previous, the patient underwent a CABG procedure and heart valve replacement. Therapy was attempted, but aborted due to noise. The noise was possibly generated by the surgical equipment. Lead damage suspected. The system remains implanted.

Event description:
New information received notes low shock impedance. The lead was capped and replaced. The patient's medical condition is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.